Manufacturer narrative:
(B)(6). The device was manufactured between may 08, 2019 - may 09, 2019. The device was received for evaluation. A visual inspection was performed which revealed a scratch line approximately 2.26 inches in length on the outer surface of the housing. The reported problem was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was damaged. The damage was further described as scratch marks on the housing of the device. The damaged housing was discovered after the device had been filled with 0.9% sodium chloride injection and prior to patient use. There was no patient involvement. No additional information is available.